Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that attempted to turn on the pump, pump shut off and an unspecified malfunction occurred. Reportedly, the customer reverted to an alternate method of insulin therapy. There was no reported adverse impact.